Manufacturer narrative:
On april 15, 2025, mentor became aware that bilateral ruptures were confirmed. Hence, coding has been updated accordingly under section h. Date of surgery is still pending. This supplemental medwatch report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On may 19, 2025, mentor became aware that the replacement devices used on (B)(6) 2025 were catalog number smhb-400; serial number (B)(6) on the left side, and with catalog number smhb-400; serial number (B)(6) on the right side. This supplemental report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On may 21, 2025, photo evaluation was completed as follows: upon visual evaluation of the image provided in the complaint, the implant was observed ruptured. As the product involved in this complaint was not received, the device could not be analyzed according to our procedures. Mentor also performed a manufacturing record evaluation related to the reported complaint for the finished device lot number. No manufacturing non-conformances were identified as part of this evaluation. As part of mentor's quality process, all devices are manufactured, inspected, and released according to approved specifications. Based on the results of this investigation, it was determined that the product met the manufacturing release criteria. No corrective and preventive action (CAPA) is required now. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. This supplemental report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: as of now there is no information regarding the explant or reoperation. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 39-year-old caucasian female patient underwent primary breast augmentation with 350cc mentor memorygel breast implant on both sides and experienced bilateral breast implant ruptures postoperatively. Capsular contracture: baker grade unknown was also found bilaterally. Mammogram and ultrasound scans were taken. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch report is for the patient¿s right-sided device.

Manufacturer narrative:
On june 11, 2025, mentor became aware that the devices were discarded and hence, photo evaluation was completed. Results were submitted under previous submission. This supplemental report is for the patient¿s right-sided device manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On may 1, 2025, mentor became aware that the date of surgery is (B)(6) 2025. Hence, following fields have been updated on this form: - is required intervention has been selected under section b; field b2. - fields d6b for explantation date is (B)(6) 2025. - field h6 health effect - impact code ¿device explantation¿ has been added. - field h6 type of investigation has been updated to "device not returned." Reason for device explant and/or reoperation: right rupture. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. This supplemental report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).